Manufacturer narrative:
(B)(4). No sample was received for this particular complaint. Baxter will continue to monitor similar reports to determine if further actions are required. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
The complaint was received from a pharmacist of (B)(4) hospital and refers to an incident involving accusol. Whilst using the accusol a precipitate occurred in the line. There was no injury or medical intervention reported.